Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : lead integrity alert (lia) triggered on (B)(6) 2015. No trigger criteria appear to be out of range. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had impedance variation. It was also reported that the patients implantable cardioverter defibrillator (ICD) had triggered a false lead integrity alert (lia). The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.